Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that in implanting a poly liner, it wouldn't seat properly in the shell. Upon impaction, a piece of the liner sheared off. Surgeon removed the liner and the piece, visually inspected, and irrigated the patient to be sure all material was removed. Another implant was immediately available and there was no surgical delay.